Event description:
It was reported that the bd ultra-fine¿ insulin syringe plunger rod was difficult to push prior to use. The following information was provided by the initial reporter, translated from japanese: "the user reported that the plunger rod was found to be hard to push, before use."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed. H3 other text : see h10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe plunger rod was difficult to push prior to use. The following information was provided by the initial reporter, translated from japanese: "the user reported that the plunger rod was found to be hard to push, before use."